Manufacturer narrative:
If follow-up information or manufacturing investigation is provided, a supplemental report will be submitted.

Event description:
It was reported that there was an issue with as columbus knee. Due to mal-rotation of originally implanted devices, a second surgery was required. It was noted that the implants were not defective but had been inserted incorrectly. The primary procedure occurred on an unspecified date, and the revision was performed on (B)(6) 2020. The implants were removed and revised to a columbus revision knee. The patient outcome was good. All available information has been provided at this time. The adverse event / malfunction is filed under reference (B)(4). Associated medwatches: 2916714-2020-00457. 2916714-2020-00459.

Event description:
No updates.

Manufacturer narrative:
The adverse event / malfunction is filed under reference (B)(4). Associated medwatches: 2916714-2020-00457, 2916714-2020-00458, 2916714-2020-00459. Reference code nn071kdevice name: columbus cr/ps tib.plateau cemented t1. Serial number n/a. Batch number unknown. UDI device identifier (B)(4). UDI production identifier unknown. Basic UDI-di n/a. Unit of use UDI-di (B)(4). Manufacturing date unknown. Ref. Code device name batch nr. Nn210 columbus cr dd glid.surface t1/1+ 10mm unknown. Nn014k columbus cr femoral comp.cemented f4r unknown. Investigation: no product at hand. Therefore an investigation at the product is not possible. Pictorial documentation: there are no pictures available. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Explanation and rationale: the root cause for the revision is not product related see case description: "revision not due to any defects of implanted items... Revision due to mal-rotation of originally implanted items". Corrective action: according to sa-de13-m-4-2-04-000-0 (corrective action & preventive action) there is no CAPA necessary.